Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data or the lead itself become available.

Event description:
Ous MDR - it was reported that approx. 34 months after the implantation, the lead and device were explanted and replaced due to oversensing on ventricular channel. The patient practices gymnastics with weights. No adverse patient side effects were reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The analysis revealed multiple abrasion marks along the lead body. In particular approx. 32 cm distal to the is-1 connector pin the lead body was found squeezed and deformed. In this region the insulation and the coating of the conductor cable to the ring electrode was damaged. These findings can be considered as the root cause of the reported oversensing. Based on the characteristics as well as the location of the damages, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. Furthermore, cuts in the insulation, a deformed fixation helix and deformations of the shock coil as well as deformation of the inner conductor coil near the is-1 connector pin were detected. It is reasonable to assume that these damages occurred during the extraction procedure. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.